Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the caller had a return of symptoms and was not feeling stimulation. Patient reported that when they coughed, sneezed, or laughed they didn't have control over their bowel and it would explode. Patient mentioned they made some programming adjustments in the past, they were on program 1 at 2.4, but that had been some time ago. Caller reported they tried increasing a little on their own, but they still couldn't feel it. Patient was able to sync with their programmer, it showed stimulation was on program 2 at 3.5v. Patient was walked through all 4 programs and increasing to 8.5v and the patient still did not feel any stimulation. Caller reported no falls or trauma related to the issue. Patient was redirected to their healthcare provider to discuss symptoms and reported they had an appointment with a new healthcare provider in a few weeks. Additional information was received on (B)(6) 2018 from a manufacturer¿s representative (rep) indicating that the patient was not feeling stimulation and the therapy wasn't working for them. The rep did not know the programmed parameters other than the patient ran stimulation high. The rep reported that the impedances show 0 & 3 at 263 ohms and the rest were greater than 40k ohms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was being scheduled for explant and re-implant. The high impedances had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. They reported the explant and re-implant date was scheduled for (B)(6). The return status of the device was unknown as the device was still implanted in the patient.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted their device "stopped working" so their device was replaced. No further patient complications have been reported as a result of this event.